Manufacturer narrative:
On 29-jan-2026, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation / pulmonary vein isolation ablation procedure with a carto 3 system and varipulse catheter and mid-procedure there were 4 instances of leakage current errors throughout the procedure. At one point, for 'only a few seconds', there was signal noise on all body surface and intracardiac channels while the catheter was inside of the patient's body. The noise occurred on all channels (all monitors, ep, anesthesia, and the physician was unsure about defibrillator). The physician implied that the delay did not contribute to patient injury or serious safety impact and no medical intervention was provided. Device evaluation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for evaluation. The console and cable were deemed to cause the failure(part numbers m596830 console trupulse and m581001sp). Parts were replaced. System was fully operational after the replacement. No further evaluation on the replaced system was performed at this time. A device history record evaluation was performed for the finished device number (B)(6), and no internal actions related to the reported condition were identified. An internal action was opened to address failures related to cable m581001. The internal action concluded that the cable presented deficiencies in their manufacturing process, and improvements are being implemented to mitigate the failure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation / pulmonary vein isolation ablation procedure with a carto 3 system and varipulse catheter and mid-procedure there were 4 instances of leakage current errors throughout the procedure. At one point, for 'only a few seconds', there was signal noise on all body surface and intracardiac channels while the catheter was inside of the patient's body. The noise occurred on all channels (all monitors, ep, anesthesia, and the physician was unsure about defibrillator). The physician implied that the delay did not contribute to patient injury or serious safety impact and no medical intervention was provided. During this current leakage issue the patient was state of arrhythmia and leading to defibrillate the patient. This occurred over again during the procedure leading to further troubleshooting steps. For troubleshooting, the cable between the generator and catheter was replaced. The cable between the generator and patient interface unit was also replaced. However, neither of these cable changes resolved the current leakage issue. Once atrial fibrillation was induced again, the medical team received a lot of artifacts. The team verified that there was no visible damage to the devices used. The physician did not want to proceed with the catheter/generator/carto due to possible risk and exchanged the varipulse catheter. The physician also changed the trupulse generator in favor of a competitor's generator system. The procedure continued since the patient was already under anaesthesia and a transeptal puncture had already been performed. The physician's opinion on the cause of the event was the trupulse generator. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).